Manufacturer narrative:
A replacement battery pack was sent to the customer . Multiple attempts were made to contact the customer to get additional complaint information and to get the product back; however, all were unsuccessful and as of the date of this report, the battery pack has not been received. Customers are responsible for providing their own aa alkaline batteries to put into the medela-provided battery pack. Without the product, an analysis/evaluation cannot be performed and the customer's complaint that the batteries were leaking can be neither refuted nor substantiated and the cause of the issue cannot be determined. A conclusion cannot be made. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor for additional similar issues.

Event description:
The customer reported that the battery pack for her breast pump "exploded and batteries leaked fluid into the battery pack." The customer did not report an injury.